Event description:
Customer has been experiencing high blood glucose. Customer has treated with manual injection. The current blood glucose reading is 140 mg/dl. Customer experiencing heart palpitation, sweating, headaches, nausea, fatigue and blurred vision. Customer stated that the insulin pump is not alarming no delivery. Customer went to a high of 231 mg/dl and bottomed out at 70 mg/dl. Customer is not sure the insulin pump is working. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.